Event description:
Drainage catheters leaking at the locking mechanism site at the hub of the catheters. Patient required additional procedures with interventional radiology to fix the problem. Interventional radiology teams reports this is an issue with all drainage catheters by argon. In the last week 7 patients returned with the same problem. They have seen this in different size catheters too (8f, 10f, 12f). Ultrasound and fluoroscopic guided placement of 8 french left external pcn. Line replaced on (B)(6) 2024. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. There were no other complaints found related to 11555180. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation. There are three medical device reports associated with this event. This is the first report.

Manufacturer narrative:
Corrected information provided in h.6.